Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Device evaluation found that the water leakage test was normal, the communication cable of the camera had no dents or any other damages, the adapter interface had no liquid inlet, and the cover glass was not damaged. The camera was associated with devices to check the image and the image was normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had image stripes which appeared within two minutes after being turned on. The issue was found during receipt inspection and installation of the device. The field service engineer could not eliminate the fault by turning the video system on and off or reinserting the video connector. There was no patient involvement and the procedure was cancelled. There were no reports of patient or user harm associated with this event.